Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The caller did not provide the blood glucose reading nor any further details regarding the hospitalization. The customer stated that there were times when he felt as though the insulin pump was not working. He requested a time for training. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.